Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during service performed by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit had an autofill failure alarm. There was no patient involvement.

Manufacturer narrative:
Updated field: e1(site country), h6 (type of investigation, investigation findings, component codes, investigation conclusions). Corrected fields: h6(medical device ¿ problem code). Additional contact information: ((B)(6), other healthcare professional). A getinge field service engineer (fse) evaluated the iabp and upon initial troubleshooting discovered that compressor wasn't running correctly. To fix this issue, the fse replaced the scroll compressor. The fse then performed functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.